Event description:
A cartridge change error was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the customer to inspect the pump, clean the pneumatic tap area, and ensure the cartridge was securely attached. Following these steps, the customer successfully completed the load process and resumed insulin delivery.